Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported during use of the bd vacutainer® plus blood collection tubes the ¿customer experienced large foreign matter like rubber that was in the tube.¿ there was no report of injury or further medical intervention.